Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that she did not drop the insulin pump and was giving bolus and the act button was not working. Customer stated that the act button was working on and off. Troubleshooting was done. Customer's blood glucose was 170 mg/dl at the time of the event and current blood glucose was 1550 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.